Event description:
A customer called customer service on (B)(6) 2010 and requested assistance setting-up the date and time on her freestyle freedom lite blood glucose meter. She further reported a port issue and noted that on (B)(6) 2010, due to her not being able to test she experienced tremulousness and vertigo, with a subsequent loss of consciousness. Customer self-presented to her healthcare provider and was diagnosed with severe hypoglycemia, but did not receive any third-party emergent medical intervention. Customer self-treated with orange juice and candy. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally, while troubleshooting with customer service, it was discovered the customer was not completely inserting the test strip into the port. Customer service educated customer regarding proper testing technique.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead dislodged in the days following implant. The physician preferred a positive fixation lead therefore, this lead was replaced successfully. This lead was discarded at the procedure and will not be returned to boston scientific for analysis. No adverse patient effects reported.

Manufacturer narrative:
Customer's meter was returned and investigated. The meter powered on with button and with insertion of strips. Did not observe power issue with strip port. The complaint was not confirmed. This is a final report.